Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting their cardiopat machine had no power. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting their cardiopat machine had no power. No injury or reaction was reported. Eval of the returned device confirmed the reported problem. The lack of power in the machine was due to a blood spill which caused damage to the power supply and various other components. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).